Event description:
It was reported the programmer does not start up, it hangs on grey screen. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer initially hangs up on a gray screen and next the "please wait" message comes up. The programmer eventually boots up with a system error. Concomitant products: product ID 2067 rf (radio frequency) head; product ID 229047 analyzer. (B)(4).